Event description:
It was reported that the right atrial lead exhibited loss of capture after the lead was damaged during use of bovie cautery. The lead was capped and replaced. The patient was asymptomatic post procedure.

Manufacturer narrative:
(B)(4).